Event description:
It was reported the patient had a sudden loss of stimulation and therapeutic effect. The patient had less than 50 percent therapy relief. After the patient had their implantable neurostimulator (ins) replaced last year, the patient had no stimulation with the right lead. Impedances were measured to be okay prior to and after surgery. A day prior to this report, the patient had the ins, extensions, and adaptor replaced. After the revision, the patient was doing well and had good stimulation on both sides.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. Analysis of the extension (s/n (B)(4)) found the insulation of the extension body had a breached depression. There was a breached depression in the insulation to the #2 conductor 2.8 cm from the proximal end. Analysis of the extension (s/n (B)(4)) found no anomaly, but there was some cosmetic wear on the insulation. Analysis of the adaptor found no anomaly. No anomalies were found with the adapter, however, it was observed that the #6 setscrew was touching, but not tight to the extension when it was tested in analysis causing an intermittent connection to the extension on the #6 circuit. There is no way to know if this setscrew became loose at explant or prior to explant. There was only a faint setscrew impression on the connector of the extension which may indicate that it was not very tight originally. The ins was programmed with electrode #6 negative and the case electrode positive on the "right" side, which means this could be related to the reported event if the setscrew loosened prior to explant. During testing, the #6 setscrew did tighten to an extension without any difficulty.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, serial# (B)(4), product type: accessory. Product ID: 748251, serial# (B)(4), product type: extension. Product ID: 748240, serial# (B)(4), product type: extension. Product ID: 64002, serial# unknown, product type: adapter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.